Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported there are problems with alarms, spo2 monitoring is faulty, desat limit was not reached and no alarm was output. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported there are problems with alarms, spo2 monitoring is faulty, desat limit was not reached and no alarm was output. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The philips technical consultant (tc) was unable to confirm the event. The tc was unable to gather any additional information form the customer. The cause of the event is unknown. There has been no response from the customer to the requests for additional information. It is unknown if the issue was resolved. The device remained on site.

Manufacturer narrative:
H3 other text : device not returned.